Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer contacted olympus technical assistance support (tac) via phone. It was advice to troubleshooting to swapping the cv-190 to determining which device is causing the issue. The customer informed tac that the problem ended up being the cv-190 and said that the device will be returned to olympus for evaluation. At this date the device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center image was freezing prior to a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.